Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 28-mar-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained testing met the acceptance criteria found in q04.01.003 rev. An, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for ec8+ cartridge lot k24315.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6)2025, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant hemoglobin result on a patient. There was no patient information available at the time of this report. Method collected hgb hct sample lab. (B)(6)2025 14 g/dl . Ni. A. I-stat. (B)(6)2025 8 g/dl-10 g/dl. Ni. B. I-stat. (B)(6)2025 14 g/dl. Ni. C. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay.